Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and particulate matter was found in the fluid path (vial). The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred between (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring occurred during activation of a vancomycin vial using a vial-mate adapter. The cored material was described as a ¿small gray particle¿ in the vial. There was no patient involvement. No additional information is available.